Event description:
It was reported there was a volume discrepancy problem. The actual reservoir volume (arv) was greater than the expected reservoir volume (erv); arv=18 ml, erv=6.7 ml. The pump had been refilled on (B)(6) 2014 with 20 ml and programmed to run at a flow rate of 0.085ml/d. A titration/dose increase was changed at this date from 149.8 to 169.9 mcg/day. It was stated "the remaining reservoir volume today would be around 14.5 ml-15 ml. At the refill occurring the date of this report, the hcp aspirated 18 ml. They questioned the possibility of an undocumented refill on (B)(6) 2014 but "the volumes still would not correlate". Other refills were reported; (B)(6) 2014 and "march or april". The manufacturer representative was concerned there was a programming discrepancy because, they changed the drug back in february but they saw a bridge bolus was performed. It was later reported the programing looked correct. The patient had always had "tightness" in the morning since they had the pump implanted. The patient was "doing better (significant improvement) in the morning, he was really tight in the morning". And the patient was sleeping well at night. The tightness in the morning had been getting better with titration and the patient's father requested a dose increase. It was further report the patient was doing "ok" and they were receiving effective therapy. The pump was used to deliver lioresal (baclofen).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was doing very well and was able to receive effective therapy following surgery.

Manufacturer narrative:
Analysis of the catheter body revealed cosmetic damage to the transition tube led to explant; reliability non-conformance. The portion of the transition tubing beneath the strain relief shroud is intact and unaffected by the tearing seen external to the strain relief shroud.

Event description:
An MRI of the thoracic and lumbar spine was being performed on (B)(6) 2014. The pump was being scanned for a possible malfunction and the catheter was being evaluated for ligation, migration, obstruction or mass.

Event description:
It was later reported that 2 weeks after a volume discrepancy, the patient saw her hcp again. At this time, the arv was approximately 18.5ml and exactly 18.5ml was aspirated. On (B)(6) 2014, the patient had an MRI of his spine to look at the catheter placement, as a system replacement was planned for (B)(6) 2014. It was noted that the MRI took approximately 50 minutes and, after the MRI, the pump logs did not log a motor stall. A manufacturer representative planned to re-interrogate the pump at the patient's next appointment on (B)(6) 2014. No pump alarms were reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient was still having some tone issues. A catheter dye study was attempted and they could not aspirate. The patient was brought in for surgery on (B)(6) 2014. They tried to aspirate again and were unable. The pump pocket was opened and appeared to be normal, tried again to aspirate and could not. The catheter was disconnected and there was no backflow. The physician opened midline at the spine and anchor and noticed that the catheter had retracted slightly and kinked over on itself. When the physician straightened out the catheter and relieved the kink it immediately gave good backflow. In the pump pocket on the proximal end of the catheter, near the pump connector, the catheter looked like it was peeling. It was unknown why. The pump segment was replaced. The pump was not replaced. After connected it was aspirated from the catheter access port (cap) and it flowed.